Manufacturer narrative:
(B)(4). The products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital after receiving an inappropriate shock from the device. The patient was admitted and the device programmed off until troubleshooting could be performed. A review of the episode showed oversensing of noise. However, noise was not able to be created during troubleshooting. Device data was sent to technical services for review. The noise from the episodes was not able to be reproduced, even with tapping on the device. An issue with the sense a node was suspected, or a potential connection issue or weld issue within the electrode. The system had been implanted for six years and was nearing replacement indicator battery status. It was noted this was the first episode showing such noise. X-rays found no significant change in the system placement as compared to at-implant; it was observed the electrode placement was suboptimal. The shock impedance measurement for the inappropriate shock was 133 ohms. It was found that the shock impedance at induction in 2012 was 70 ohms. As the root cause of the noise could not be determined, the device and electrode were explanted and replaced. The new electrode was better positioned and a new device connected. Automatic setup and defibrillation threshold (dft) testing was successful, with an impedance of 87 ohms and a time to therapy of 13 seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI: (B)(4); the products are expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Notably, the setscrew seal plug was confirmed to be intact. The device was able to be interrogated and a memory download was performed successfully. No fault or error codes were noted. Noisy signals and high impedance measurements were confirmed to have been recorded on (B)(6) 2018. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital after receiving an inappropriate shock from the device. The patient was admitted and the device programmed off until troubleshooting could be performed. A review of the episode showed oversensing of noise. However, noise was not able to be created during troubleshooting. Device data was sent to technical services for review. The noise from the episodes was not able to be reproduced, even with tapping on the device. An issue with the sense a node was suspected, or a potential connection issue or weld issue within the electrode. The system had been implanted for six years and was nearing replacement indicator battery status. It was noted this was the first episode showing such noise. X-rays found no significant change in the system placement as compared to at-implant; it was observed the electrode placement was suboptimal. The shock impedance measurement for the inappropriate shock was 133 ohms. It was found that the shock impedance at induction in 2012 was 70 ohms. As the root cause of the noise could not be determined, the device and electrode were explanted and replaced. The new electrode was better positioned and a new device connected. Automatic setup and defibrillation threshold (dft) testing was successful, with an impedance of 87 ohms and a time to therapy of 13 seconds. No additional adverse patient effects were reported.